Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4. Batch #134c95. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 8 double drivers and 1 single driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Additionally, photos were provided and they showed the condition of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 134c95, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 172c97, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown surgery, before used on the patient, noted there are foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.